Event description:
It was reported doctors d. And v. Revised male pt because of recurrent dislocation. Revised with 20 degree liner and +7.5mm head.

Manufacturer narrative:
An eval of the devices cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.